Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and impedance. The patient will continued to be monitored and an x-ray will be performed if needed. The lead remains in use. No patient complications have been reported as a result of this event.